Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: the needles are clogged, and it is impossible to inject the insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 15-mar-2023. H6. Investigation summary: thirty three sealed and three open 32g x 4mm pen needle samples were returned from lot. No. 2103198, cat. No. 320562. Visual examination of the three open samples was carried out and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining one open sample. Due to the condition the samples were returned no clog test could be carried out. A clog test was carried out on the thirty three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that an unspecified number of bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: the needles are clogged, and it is impossible to inject the insulin.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: the needles are clogged, and it is impossible to inject the insulin.